Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited a high out of range pacing impedance measurement of greater than 2000 ohms on the right ventricular (rv) channel. Isometric exercises and device manipulation did not cause an impedance changes or noise. The physician suspected there may be a micro-fracture with the rv lead, however this was not confirmed. As the patient is not pacemaker dependent, no changes were made to the system and the pacemaker continues to remain implanted and in service. No adverse patient effects were reported.